Event description:
In late 2008, the patient reported that in five months prior, she was taken to the emergency room as a result of elevated blood glucose (value not provided). She stated that her blood glucose increased over a "couple" of days and she felt very "sluggish." She stated that her urine tested positive for ketones and a friend drove her to the hospital. She was dehydrated and was treated with an IV and insulin. She was released from the hospital after a "few" hours, and she was feeling back to normal within 24 hours. She feels the incident was due to using her infusion tubing outside the recommended usage of 6 days. She stated that she normally changes the infusion cartridge and infusion tubing every 6-7 days. Her normal blood glucose range is 70-120 mg/dl. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.